Manufacturer narrative:
(B)(4). Returned meter is functioning properly. Since no test strips were returned for evaluation, most likely underlying root cause is related to a strip issue.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of blood glucose results. The customer is currently taking medication to manage diabetes. Customer is also administering steroids. Customer provided that they have not had any recent changes to diet. Customer acknowledges that the blood glucose results may be high. Blood test performed by customer during call on (B)(6) 2015 produced e-2 error. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is month of november 2015. The meter memory reviewed for test results: 1:28mg/dl (B)(6) 2015 10:13:00 am fasting:yes. 2:169mg/dl (B)(6) 2015 09:55:00 am fasting:yes. 3:185mg/dl (B)(6) 2015 09:39:00 am fasting:yes. 4:236mg/dl (B)(6)2015 03:19:00 pm fasting:yes. 5:322mg/dl (B)(6) 2015 10:38:00 am fasting:no. Adverse event not reported.